Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported receiving several no delivery alarms on the insulin pump after replacing the infusion sets and reservoirs. Blood glucose level was 600 mg/dl at the time of the call. Customer stated that she was treating the high blood glucose level with manual injections. No further information was provided.